Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fracture at tooth site 46. Screw was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw with signs of widespread use, and general wear. The returned screw was identified as reported and matched measurements of its print. (Head, shank diameter, major diameter, and length) using cal3845 due aug 26, 2026 & tp03161 due mar 4, 2026. Head diameter: 0.079 - shank diameter: 0.0615 - length: 0.330 - major diameter. 0.0585. The screw was observed fractured at the threads region, and its drive feature was seen stripped; likely due to the removal process, or by using a screw removal tool. Additionally, no patient pre-existing condition was noted, on the provided per form, and the bone density type is unknown. The reported device was located on tooth site #46 (fdi), and was used for almost six (6) years (amount of time). Additionally, the abutment used with the screw was not returned for evaluation and could be a potential contributing factor to the abutment screw fracture. The performance, fit, and mechanical condition of the abutment are known to influence the load distribution on the screw¿abutment interface, and any deviation, wear, deformation, damage, or incompatibility, could contribute to screw overload or fatigue. The abutment involved in this case was not returned for evaluation. Therefore, we are unable to determine: ¿ whether the abutment showed any signs of mechanical damage or wear. ¿ whether the abutment was properly seated or exhibited any issues that could increase stress on the screw. ¿ whether the abutment was manufactured by our company or by another manufacturer, which is relevant because compatibility and connection tolerances differ across systems and could influence mechanical stability. Given the absence of the abutment, no assessment can be made regarding its condition or its potential relationship to the reported screw fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces - patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information lot number update to unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use. The screw was observed fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces - patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.